Manufacturer narrative:
The company rep examined the system, performed preventive maintenance and replaced the solenoid spacer. The system was then tested and met all product specifications. Footswitch and footswitch cable exchanged. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4). This report was mailed to FDA on: 03/25/2011. (B)(4).

Event description:
A nurse reported that a system message displayed just before the start of a procedure. The procedure of three pts', who were ready for surgery were canceled. Additional info received from the surgeon indicated the entire surgical day had to be canceled. Three pts were scheduled and had received dilating drops and one pt had received a retrobulbar injection.